Manufacturer narrative:
(B)(4): device history record review. (B)(4): visual inspection of the returned product found the lens torn apart in to two pieces. The lens was returned dry and there was traces of clear surgical residue on the optic surface. (B)(4): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 23.50 se//2.0 diopter silicone single piece lens with toric optic. The lens was inserted into the patient's left eye. The patient's posterior capsule ruptured and a vitrectomy was performed. The physician cut the lens to remove from eye. No enlarged incision and no suture. A non-staar 3-piece lens was implanted. Cause of this incident is unknown. The surgeon prefers to use a staar injector that is not recommended for use with toric lens model. This is considered off-label use.

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem): visual inspection of the returned product found the lens torn apart in to two pieces. The lens was returned dry and there was traces of clear surgical residue on the optic surface; (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).